Event description:
Libre 3 plus sensor had incorrect low glucose reading but serial number was determined not affected when input into abbot's tool to check for the defective sensors. This is the 3rd sensor this happened with over the past 3 weeks with a serial number that was supposedly not affected. I called abbot each time and they are sending replacements. Pt code: 4580. Device code: 2460. Ref reports: mw5180358, mw5180360.